Manufacturer narrative:
Based on the claim against the product by the customer noting a blank ssc eye, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. The complaint regarding a blank ssc eye was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has not received the hrsv monitor for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer. Investigation revealed there were multiple errors that may have likely caused or contributed to the reported complaint. Procedure logs could not confirm that system sk3258 was used for a simple prostatectomy on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted simple prostatectomy surgical procedure the surgeon side console (ssc) 2 had one black eye. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy, the nurse called the intuitive surgical, inc. (Isi) technical support engineer (tse) to report they had lost image on right eye on the surgeon side console (ssc) 2. No icons were visible, and the right eye was completely black. Two sscs were connected to the system, and they were completing the surgery using the other ssc. The tse noted that they were mixing subsystem and the affected ssc was sn (B)(4). The customer also informed that they had experienced the same issue on the other console in the morning, but since then swapped places and fault moved to console sn (B)(4). The logs from the morning did point to connection issues with same ssc, sn (B)(4). The tse also noted a temperature warning, error 119, from the video processor in the logs. The customer informed that a slave monitor was connected to the affected ssc but image on the slave monitor was ok. The users would not restart system during the call to see if this would resolve the missing image issue. The users would restart system after surgery has completed and note the results in their system error logbook. The surgeon was completing the surgery with one ssc only. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was returned for failure analysis and the reported failure of no image in the right eye, was confirmed/replicated. The monitor was installed into the test system, and the ssc powered up with no video in the right eye. The complaint regarding a blank ssc eye was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.